Event description:
Since few weeks, we have been facing an increasing number of catheters blocked in use. We know that sometimes catheters can be blocked. It happened with size ch 14. But we had more and more cases. We needed to flush the catheters with a syringe. All our patients are all full time catheterized. It happened with several devices out of 9 patients.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Since few weeks, we have been facing an increasing number of catheters blocked in use. We know that sometimes catheters can be blocked. It happened with size ch 14. But we had more and more cases. We needed to flush the catheters with a syringe. All our patients are all full time catheterized. It happened with several devices out of (B)(4) patients.

Manufacturer narrative:
Qn# (B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. Blockage could be due to several reasons. However, in the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of the problem as such this complaint could not be confirmed.